Manufacturer narrative:
A steris service technician inspected the unit and found the drain valve assembly was not operating properly and the hose was damaged. The technician replaced the drain valve assembly and hose and returned the unit to service; no further issues have been reported. The washer is under steris service contract and was last serviced on (B)(4) 2012 when the washer was found to be operating properly and no leaks were noted.

Event description:
The user facility reported that their hamo ls2000 was leaking and caused flooding in the room where it was located and 2 other rooms. No injuries, proper damage, procedural delays or cancellations reported.